Event description:
Patient was receiving a continuous insulin infusion for diabetic ketoacidosis via ICU medical plum 360 infusion pump. During a procedure, the pump shut off without any warning or alarm. The registered nurse (rn) noticed the pump turning off immediately and no harm came to the patient. The pump had preventive maintenance 6 months prior and the battery was not replaced.